Manufacturer narrative:
The investigation into this report is on-going. (B)(4).

Event description:
A report received from (B)(6) stated an 840 ventilator experienced a blank screen while being used on a patient. The patient was removed form the device and placed on an alternate ventilator. There was no reported patient injury.